Manufacturer narrative:
No insulin pump error 130 or pump error 23 noted during testing. Unit passed self test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that they were able to rewound the insulin pump however not able to clear the alarm. Customer stated the alarm did not occur immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis..